Manufacturer narrative:
The results of the document review for the crown prt cna25 ¿ sn (B)(4) confirmed that the device satisfied all material, dimensional and performance standards required for a crown prt valve size 25 at the time of manufacture and release. This included the function test of the valve by quality control in a hydrodynamic tester performed on (B)(6) 2016. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. The hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showing a normal leaflet kinematics with a regurgitation fraction in compliance with requirement of iso 5840:2015. No malfunction or abnormal kinematics was observed. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device.

Event description:
It was reported that the patient had a mitroflow valve implanted on (B)(6) 2017 and explanted two weeks later on (B)(6) 2017. It was stated that at implantation the valve seemed fine. After w weeks before discharge, there was aortic insufficiency. The patient had a prolonged hospital stay due to decompensation. It was also stated that on the tee the leaflets seemed to be asymmetric and one (right) coronary cusp seemed open. A perimount magna ease valve was implanted instead.